Event description:
On (B)(6) 2012, the patient contacted animas and stated that the ok keypad button was intermittently unresponsive and required multiple button presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a baby wipe. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission 11/30/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the there was damage to the keypad. All of the buttons responded appropriately. There was no evidence of keypad contamination found under the key contacts. There was no defect found. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
Followup #2 correction: the keypad was found to be not damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.